Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to the patient suffering from twiddlers syndrome, which caused this lead to curl up on the associated right atrial (ra) lead. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a non product experience. A new device was implanted. No additional patient effects were reported.